Event description:
Received report via medwatch form, "one of the white spikes on the y-tube blood/solution set disconnected spraying blood on the rn." The risk manager was contacted and stated that there was no patient injury or medical intervention performed; however, the rn did have an open cut on her hand and was not wearing gloves. The risk manager stated that the rn declined testing.

Manufacturer narrative:
The sample has not been received for evaluation. Should the sample be received for evaluation, a follow-up report will be submitted.